Event description:
Consumer called to report inaccurate reading with their plink meter. Analysis run on clark error grid using mean ave reading (310) as ref. Point vs. Bd readings of 513,107 yielded data points in the c/d zone of the grid, outside of acceptable limits.